Event description:
It was reported that the patient presented post-implant for checkup. Upon device interrogation, the leadless pacemaker exhibited loss of capture and sensing. Chest x-ray imaging showed that the device had dislodged and migrated to the iliac vein. The device was successfully explanted. While implanting a new device, it was unable to be released by the delivery catheter and then failed to be re-dock adequately. The device was ultimately retrieved, and the atrial lp implant was abandoned. The patient condition was stable.